Manufacturer narrative:
This technician performed the investigation and the account stated the patient rolled over and fell out of the bed and suffered a small skin tear. The patient was given basic first aid. The account noted that the patient is blind but had never fallen before. The account did not have the serial number of the bed and could not provide the bed for inspection. The technician was not able to locate and inspect the bed due to this issue. The account stated that they decided to remove the patient from the versacare product and they rented the patient a low bed instead. No other information is available at this time.

Event description:
The account alleged they are having an issue with patient falls. The account is alleging that the new beds do not go as low as the old beds.